Event description:
Blue clave broke.====================== health professional's impression======================medication could have been infusing and could have leaked out prior to entering patient. Causing a missed dose.